Manufacturer narrative:
This device was used for treatment and not diagnosis. This report is for five unknown parts/unknown lots. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Implant date was reported as unknown date in 2008.

Event description:
Patient was implanted with seven hole locking compression plate, six 4.5mm cortex screws, and one 3.5mm cortex screw to the left humerus on an unknown date in 2008. On an unknown post-operative date, patient presented with a hypermobile atrophic non-union and a broken 4.5mm cortex screw. Patient returned to the operating room on (B)(6) 2013 for removal of hardware. At this time, surgeon placed an iliac crest bone graft and revised to a 10 hole extra articular distal humerus plate. No further information was made available. This report is for five unknown 3.5 mm cortex screws. This is report 4 of 4 for complaint (B)(4).